Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture, seroma-late, local reaction and crease/folding of implant requested on september 06, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ local reaction: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "radial folds" and "signs of a liquid collection adjacent to the prosthesis in the right breast extending into the right axillary region with irregular boundaries, indicating rupture of the prosthesis. Presence of a liquid collection adjacent to the right breast prosthesis extending into the right axillary region" (seroma)via us report. Device remains implanted.

Event description:
Patient reported right side "radial folds" and "signs of a liquid collection adjacent to the prosthesis in the right breast extending into the right axillary region with irregular boundaries, indicating rupture of the prosthesis. Presence of a liquid collection adjacent to the right breast prosthesis extending into the right axillary region" (seroma)via us report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Healthcare professional additionally reported adipose tissue with capillary fibrosis. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h4; h6.